Manufacturer narrative:
(B)(4). Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate in addition to the procedure itself, patient factors (female gender, advanced age, narrow sov, severe valvular calcification, moderate aortic root calcification, bulky ncc leaflet calcification) likely contributed to the annular rupture/perforation. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliate in (B)(6), during a transfemoral tavr procedure, balloon aortic valvuloplasty (bav) was performed for the prevention of acute aortic regurgitation related to the bulky calcification of the non-coronary cusp (ncc). A 23 m sapien 3 valve was then deployed in the intended 70:30 aortic/ventricular (a/v) position using 3 ml less than nominal volume. Post valve deployment, mild-moderate paravalvular leak (pvl) was observed at the 12, 5, 6, and 7 o¿clock positions. Post dilation was performed with an additional 1.5 ml of volume, reducing the pvl at the 5, 6, and 7 o¿clock positions to trivial. Following post dilation of the valve, a slight ¿jet¿ (blood leak) from the annulus into the left atrium was observed at the 11 o¿clock position through the aortic wall. The location of the rupture/perforation could not be detected by tee. Blood did not leak outside of the heart. No pericardial effusion was observed. No intervention was performed for the annular rupture/perforation at the time of the procedure. Per medical opinion, the deployment inflation volume and post dilation volume were appropriate. The valve remains implanted in the patient. The native annular diameter measured 20.0 mm by tee with a valve area of 470 mm2 to 480 mm2 by tee and 370 mm2 to 380 mm2 by CT. Severe valvular calcification, moderate aortic root calcification and bulky calcification on the ncc leaflet were reported. The sinotubular junction (stj) measured 20.0 mm. The sinus of valsalva (sov) was also reported to be narrow, measuring 24 mm to 27 mm.